Manufacturer narrative:
The display was blank due to a faulty capacitor on the mother board. No further testing could be performed due to the blank display.

Event description:
It was reported that the insulin pump was dropped. Afterwards, the insulin pump emitted a high beep. Nothing further was reported.